Event description:
Procedure: hernia. According to the reporter: the mesh started to fall apart during the case. The piece was removed and another piece of mesh was used to continue the case. There was no unanticipated tissue loss, no device fragment or component fell into the pt's cavity, no device fragment or component was left in the pt. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).